Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion. No unexpected no delivery alarm noted during testing. Also, unit passed active current measurement and self tests. However, unit failed sleep current measurement, unable to verify unexpected low battery, battery power loss alarms, problem isolated to electronic assembly. Unit had cracked battery tube threads, cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratch on the front, no delivery alarm and the battery life lasted only for 6 days. No harm requiring medical intervention was reported. The device will not be returned for analysis.